Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, an engineering evaluation, and an evaluation of the returned device. Engineering confirmed the distal cap was disengaged from the device. A new fixture was put on the assembly line to check the fact that adhesive was applied to the cap. Subsequently, the complaint data did not display an increased trend. A manufacturing enhancement was generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the device was used properly with seemingly great results . When egd scope used at the end of the case, cap of distal end of device had fallen off inside the patient. Endoscopy used egd and snare to retrieve. Patient's stomach and bowel distended throughout closure of port sites. Surgical time was delayed more than 30 minutes due to the product problem. The delay affect the patient stomach and bowel distended throughout closure of port sites. The distended stomach/bowel/colon was not treated and to my understanding. Hey would let the patient pass the air as gas. Can you confirm that the device will be returned for evaluation: yes. What is the current status of the patient: n/a.